Event description:
It was reported that during device change out for normal eri, an insulation anomaly was observed via x-ray. The physician also noted a decrease in r wave amplitude. The lead was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.